Event description:
The customer reported the ventilator will not turn off via the touch screen; touch screen is not responding. The customer reported there was no patient involvement.

Manufacturer narrative:
The touch screen assembly was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.